Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found no anomaly on the outer or inner helix; the helix lengths were within specification. Analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant. During the procedure, the lp was repositioned multiple times due to high capture thresholds resulting in capture failure. The procedure was completed using a transvenous pacing system on (B)(6) 2025. There were no patient consequences.